Event description:
Information was recieved from the patient. Caller reports the controller is taking a charge fine but when she attempts to charge her implant, its not taking charge and depleting the battery. Caller is very emotional. Would not listen to instruction on troubleshooting. Caller reports this has been happening for the past couple of months. Call disconnected. Patient called back and stated more information regarding this issue. Patient clarified they believe the implant battery is depleting faster than it should. Patient said they always charge the implant to 100% and then charge controller to 100%, but last night they charged to 100% and then the battery dropped to 90%. Patient also said the implant was 80% last night and then overnight implant depleted to 70%. Patient said this had happened twice now and so they thought they should call. Agent reviewed battery depletion depended on settings/usage and also reviewed battery level rounds up to the next 10%, so patient's battery may have been at 91% and then dropped to 90% (which would show as 100% dropping to 90% on controller). Agent recommended charging until they saw finished and not just 100%, patient said they did that last night. Patient said they have a doctor's appointment tomorrow and will call the rep later today to see if they think the pt and rep should meet and to see if rep could be at the appointment tomorrow. Agent documented information given during the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.